Event description:
It was reported when the stimulation device was on the patient experienced an overstimulation sensation. The symptoms occured when the patient was in a network server room and was within 2.5 feet of the servers. The patient was at home in good status. The symptoms subsided upon leaving the room and no ongoing effects were reported.